Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of myopotential noise was observed on this right ventricular (rv) lead. A low rv amplitude measurement of 0.2 millivolts was also noted. The physician suspected the rv lead was fractured. At this time no intervention has been performed and the rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.